Manufacturer narrative:
An investigation has been opened to review history data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the device looked to be extravascular, 7mmx 40mm covered stent was placed. Additional information: during a tavr procedure, single central access was obtained using micropuncture kit under ultrasound, through the left common femoral artery. The vessel size was 6.1mm. There was no calcification or tortuosity, and there was no issues advancing or withdrawing the sheath. The measured depth for the device was 6cm. Prior to the device deployment the bp was 110/62mmhg, act was 265 and 20mg of protamine was administered intravenously. Time to hemostasis was more that 10 minutes. Patient was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and confirm the radiopaque lock located positioned outside the vessel, and a covered stent was placed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure in the left common femoral artery. Ultrasound and micropuncture were utilized to gain a central positioned access. The arteriotomy was 6.1mm, no calcium or tortuosity, with a depth measurement of 6cm. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, manta was deployed at the premeasured depth, however, was deployed outside the vessel. The physician proceeded with balloon inflations to tamponade and deployed an expandable covered stent. Hemostasis was greater than ten minutes, and patient outcome post procedure was fine. There are multiple factors that are potential causes possibly contributing to the tract deployment; including arterial damage possibly from not deploying at a steep enough angle or not enough tension applied. However, it is inconclusive for this event due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no device returned for investigative purposes. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.